Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had device deficiencies of failed shocks. As well, t he lead had ventricular fibrillation (vf) undersensing and non capture. The system was explanted. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.